Event description:
This is filed to report unintended movement and device entrapment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3 and an enlarged atrium. It was noted imaging was challenging. A mitraclip xtw was used, but due to difficult imaging, the clip delivery system (cds) moved in an unintended direction, resulting in the clip interacting with chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae. Both leaflets were still able to be grasped; therefore, the clip was deployed without further issues. An additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) associated with the clip being entangled in chordae appears to be due to the unintended movement of device. The reported unintended movement (sleeve steering issues) was due to the poor image quality. The reported image resolution poor was associated with difficult visualization due to anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.